Manufacturer narrative:
.

Event description:
Notes were received on (B)(6) 2016 for patient referral for replacement. The cover sheet for referral states that the patient is referred for m106 device since the m103 battery is at end of service. The form states patient is having an increase in seizures since the vns is not working. Updates from the physician's office state that the patient was seen on (B)(6) 2016 and the battery was eos-yes. The patient has had an increase in seizures and they feel it is related to a depleted battery. They do not know if the seizures are below, back to, or above pre-vns baseline levels. The patient underwent generator replacement due to end of service on (B)(6) 2016. However, the implant card received did state that the surgery was prophylactic as the device was ifi-yes. Generator received for analysis on 02/02/2016 and analysis is underway but has not been completed to date.

Event description:
Product analysis for the generator was completed and approved on 02/25/2016. The device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The battery, as measured during completion of test parameter of the final electrical test, shows an ifi=no condition. There were no performance or any other type of adverse conditions found with the pulse generator.